Manufacturer narrative:
Corrected information h6 medical device problem codes corrected to a070908. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "no upstream occlusion" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had no upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.